Manufacturer narrative:
Unable to confirm error message due to a corrupted history file. The insulin pump functioned properly passed the displacement, rewind, basic occlusion, excessive no delivery alarm and motor tests during analysis. No motor error alarm noted. A scratched lcd window, cracked reservoir tube and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump was not delivering the correct amount of insulin, and the customer has been experiencing high blood glucose levels. It was also stated that the insulin pump had given motor error alarms in the past. Troubleshooting was performed, and the insulin pump passed the displacement test. The insulin pump passed the prime test, but only two drops of insulin exited. Advised that the insulin pump would be replaced as it was not pushing sufficient insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.